Manufacturer narrative:
The case reports the device delivering a bolus dose when the patient was already low and below target. Medical intervention was not required. The patient reported when her bg was low, she noticed in the device history that a 0.1unit bolus was delivered that was not requested. The device has not been returned, and the event log history was not provided for review. Additional information is being requested for investigation, if additional information is received it will be submitted in a supplemental report. Based upon the available information the reported allegation cannot be confirmed. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose levels were below 4.0 mmol/l (72 mg/dl) and upon checking their personal diabetes manager (pdm) history, a 0.1 unit bolus had been delivered without the patient knowing.